Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including power cycling without duplicating the report. A visual inspection of the device found no discrepancies. The battery connector assembly was replaced as a precaution. The device was replaced and returned to the customer. The battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.